Event description:
It was reported that during a routine follow up, artifacts were noted on the atrial channel. Lead replacement is planned. The patient's condition is unknown.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).